Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the suprearenal cuff and main body. Clinical evaluations was unable to find substantial evidence to support the following reported events; the reported endoleak type iiia, rather there was an endoleak type iiib of the cuff (which will be reported in a separate report). Additionally there was evidence to reasonably support the following observation; endoleak type ii of the l3-l4 lumbar arteries. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the strata graft material. Both the suprarenal extension and the main body had a type iiib endoleak. Unable to determine procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions due to a lack of relevant medical records and imaging. Associated clinical harms for this event included: type iiib endoleak and secondary endovascular procedure (reline with a bifurcated and suprarenal extension). There was no device related issue involving the type ii endoleak, this cautionary product use condition, patent lumbar arteries, likely contributed to the clinical harm: type ii endoleak. The final patient disposition was reported as stable. Aa root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to (B)(4). Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4). Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and suprarenal device on (B)(6) 2013. On (B)(6) 2017 patient came in for a routine follow-up and CT where the physician observed an endoleak type 3a. An intervention is planned but has not been scheduled. Patient is reported as stable.